Event description:
It was reported that a patient underwent a cesarean section under spinal anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient came to the hospital due to "g2p138+6 week intrauterine pregnancy with a single live birth". On the second day after admission, surgery was performed and a live male baby was delivered by caesarean section at 09:16. During the operation, the suture was used to stop bleeding, but the suture suddenly broke. The doctor immediately replaced it, and after the replacement, the suture stopped bleeding without any abnormalities. The surgery went smoothly, and the patient and mother returned to the ward safely after the operation. The event of suture breakage during intraoperative hemostasis increased the risk of bleeding and the degree of danger for the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. - were there any unexpected outcomes or complications as a result of the risk of bleeding? - please provide the product code and lot number. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.